Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a heart catheterization procedure, the patient with this device system was observed to be ventricular pacing at a rate of 129 bpm due to telemetry in used during the procedure. The minute ventilation (mv) was programmed off. The physician believed the time the patient's heart rate was at maximum sensing rate precipitated a heart attack for the patient. The patient was observed approximately an hour later with suspected atrial fibrillation (af) with rapid ventricular response (rvr), with a heart rate of 100 bpm with a magnet in place. No further observations were noted.

Event description:
Additional information was received that the device was explanted and was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.